Event description:
"(B)(6), dealer stated that the battery charger replacement from the one on the chair stopped working. Yellow lights...and it is really hot and smells like its burning. Replacing battery charger on (B)(4). The customer used for only a couple of days."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 6 years old. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. "Dealer stated that the battery charger replacement from the one on the chair stopped working. Yellow lights...and it is really hot and smells like its burning. Replacing battery charger on (B)(4). The customer used for only a couple of days." No injury alleged.